Manufacturer narrative:
Analysis of the catheter found the catheter body had significant twisting that may have affected infusion. Analysis also found that the catheter body was broken and was related to user actions.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the patient experienced underdose symptoms and more pain that usual at the device pocket. The pump was being flipped inside the pocket by the patient, causing the catheter to become twisted so much so that it broke at the proximal segment. There was also fluid in the pump pocket, and the pocket was reportedly too big for the pump. The catheter was partially explanted as the pump segment was replaced, and the pocket was made smaller. This reportedly resolved the product issue. The patient was reportedly doing fine and receiving effective therapy after the revision. The patient's pump was intended to infuse morphine.